Manufacturer narrative:
No evaluation is warranted because this device has been out of support for a number of years.

Event description:
The customer reported a low battery. There was no reported patient involvement.